Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no report of a leak during preparation for use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement interaction with the anatomy and/or other devices resulted in compromising the balloon material; thus resulting in the reported material rupture and the reported activation failure. Interaction with the sheath (guiding catheter) in an attempt to remove the device resulted in the reported difficult to remove and ultimately resulted in the reported stent dislodgement. The treatment(s) appears to be related to the operational context of the procedure as reportedly a balloon was used to deploy the stent in the radial artery. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience proa is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s.

Manufacturer narrative:
The stent remains in patient. The stent delivery system will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the right coronary artery (rca). During deployment of the 3.50x23 mm xience proa stent, the balloon ruptured at 3 atmospheres and the stent failed to deploy. The stent delivery system was retracted, but since the stent was partially open, it could not be pulled into the sheath and dislodged in the radial artery. A balloon was used to deploy the stent in the radial artery. There were no reported adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.